Event description:
It was reported that the patient contacted the clinic after receiving an inappropriate shock therapy due to an atrial tachycardia with rapid ventricular conduction. The patient was medicated and programming changes were made. The patient was doing well after the event.

Manufacturer narrative:
(B)(4).